Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following the intraocular lens (iol) implant procedure, the patient experienced poor vision quality. The iol was exchanged in a secondary procedure. Clinical reason for explant is poor subjective vision.